Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pylorus to treat a stricture during a stent palcement procedure performed on (B)(6) 2024. During the procedure, the axios stent catheter got stuck and the guidewire started to shred as the catheter was attempted to be advanced over the guidewire. The device was removed, and the procedure was not completed. There were no patient complications reported as a result of this event. Note: it was reported that the device was intended to be placed to treat a stricture. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a stricture.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.